Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced and the boot settings were reset. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to boot up. No report of pt injury.